Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Although no definitive root cause could be established for the reported defect this type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and / or the level of lubrication of the np needle.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter and translated to english. The customer stated there are "several complaints against bd tubes and needles." No further information at this time. It may be unclear whether the issue is with the containment device or the acquisition device and therefore it will be reported under this event type.